Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator continuous alarming with o2 not available alarm. The customer reported that the unit was not in use on patient.